Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
The customer reported that the triple barreled reamer which should fix in situ became lose while reaming and the wire it was reaming over became stuck and had to be removed